Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (b)(60 2017, patient with spinal stenosis underwent lumbar fusion. Intra-op, the driver could not limit the torque properly. Due to which the driver applied too much pressure and the center nut of the crosslink stripped. No patient complications were reported.